Manufacturer narrative:
The investigation for the reported priming issue has been completed. The pump and cassette were returned for investigation. No physical evidence of damage was noted on the purge cassette. The purge cassette piston was not moving during the priming test. The purge was coming out after cutting the purge line next to the purge disk. Further investigation of the purge line revealed a dextrose blockage, which was solved after soaking the purge in hot water for less than ten minutes. The cause of the priming issue was a dextrose buildup. D.6a revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during placement procedure for patient, the impella cp was unable to be placed as priming was unable to be completed. Two consoles were used and the purge cassette was exchanged but the issue did not resolve. A new impella was used without issue. There was no reported patient harm.